Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no physical damage was observed. During testing, all fo the keypad buttons were found to be intermittently unresponsive. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the ok, up and down buttons are intermittently unresponsive and required multiple presses to elicit a response. The patient denied damage to rubber keypad but texture has changed. The keypad symbols were worn. The patient stated that there was no trauma to evidence of moisture to the pump. The patient reportedly wore the pump attached to a belt and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.